Event description:
It was reported that the atrial lead exhibited noise over sensing with inappropriate mode switch and resulted in pacing inhibition. The atrial lead was explanted and replaced with a new lead. The patient was stable throughout the procedure.